Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing on the left ventricular (lv) lead. Bringing the patient into the office and adjusting the sensitivity was recommended. Currently, this product remains in service and no adverse patient effects were reported.